Manufacturer narrative:
Per the fsr, the sensor was slightly concaved. He replaced the level sensor. The unit was operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the yellow sensor was giving intermittent 'disconnected' alarms. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed a disconnect alert message due to concaving of the sensor membrane. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.